Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) channel. The noise was determined to be due to oversensing of the minute ventilation signal. Boston scientific technical services (ts) was consulted and suggested turning off the respiratory rate trend feature. The medical personnel noted that the patient was currently in a different state and would not be expected to come into the clinic for reprogramming anytime soon. The implantable cardioverter defibrillator (ICD) and another manufacturer's ra lead remain in service and no adverse patient effects were reported.